Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were 62 non-sustained ventricular tachycardia (vt) episodes stored due to oversensing of noise on right ventricular (rv) channel. It was noted that the patient has underlying intrinsic conduction thus there was no pacing inhibition or asystole. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation. The patient was brought in and the noise was found to be reproducible with isometrics. The rv sensitivity was reprogrammed to 1.5 millivolts and a revision procedure was scheduled. A revision procedure was peformed a couple weeks later where the right ventricular (rv) lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of lead was returned severed 12.5 cm from is-1 terminal pin. The lead segment was subject to direct current resistance testing and passed on all paths, verifying the returned segments' electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field based upon the returned portion of the lead.